Event description:
It was reported that the pt experienced a loss of stimulation. No events were associated with the loss of stimulation. The pt increased their voltage to 8.0v without effect. Additional info has been requested from the hcp, but was not available as of the date of this report.